Event description:
A cartridge alarm, identified as alarm 20, was reported during the pumping process of an insulin pump. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, and the customer reverted to multiple daily injections as backup therapy.